Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 8/29/2025 the user¿s spouse reported that the ilet device screen did not respond when the wake button was tapped. After placing the device on the charger, the display returned and the wake button became intermittently responsive. The user¿s bg was not affected. No hospitalization or medical intervention was required. No long-term health effects were reported.